Event description:
The report stated that during an endoscopic procedure, the surgeon was looking in the scope. He had laid one device on the pt and was using the other in his field of vision. He pressed the foot pedal and said it is not activating. However, it was discovered that the device on the pt was activating. The pt received a small deep burn. The tissue was excised and sutured. Current condition of pt is reported as "fine".

Manufacturer narrative:
The hosp reported that the generator had been set up incorrectly at the hosp. The generator had the foot pedal connected to the wrong port on the back of the generator.